Event description:
A stone cone nitinol retrieval coil would not retract over the coil. A new stone cone nitinol retrieval coil was added to the surgery field and the case proceeded without further complication. The MFR response for the stone cone nitinol urological retrieval coil, boston scientific stone cone is they are sending a shipping kit to (B)(4), inventory specialist, (B)(4) for a free replacment.